Event description:
It was reported that a patient had her lead removed, due to an infection. Good faith attempts to obtain additional information from the patient's treating physician have been unsuccessful to date.